Event description:
It was reported that after a routine pulse generator change out, the left ventricular lead was found to be dislodged. The lead was explanted and replaced on 10/27/2014 successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.